Event description:
User reports low recovery on four external proficiency samples. Sample 1, 2008, result 9.0 mg/l, target value 14.42 mg/dl. Sample 2, 2007, result 8.1 mg/dl, target value 10.4 mg/dl. Sample 3, three weeks prior. Result 1.4 mg/dl, target value 1.8 mg/ml. Sample 4, one month prior, result 5.5 mg/dl, target value 8.4 mg/dl. No pt samples involved. If add'l info is received, appropriate notification will be provided.